Event description:
It was reported that noise was observed on the right ventricular (rv) lead and the right atrial (ra) lead. Noise could not be reproduced via provocative testing. The patient was stable and will continue to be monitored.